Manufacturer narrative:
Philips remote service engineer (rse) spoke to the customer biomed. The biomed alleged the data from transducer is inaccurate/null, the waveform intermittently goes flat, but the issue cannot be re-produced. The biomed is requesting a replacement transducer under warranty. No other troubleshooting was done. Replacement parts were ordered and shipped to the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the data from transducer is inaccurate/null, the waveform intermittently goes flat. The device was in use on a patient at the time of the event. There was no adverse event reported.